Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking/jolting sensation when lying down and going to bed. This issue began about 2 weeks ago and there was no known falls or trauma associated with this event. She also had weakness and pain in her right leg even when the stimulation was turned down. The pt adjusted the stimulation both up and down, but was not getting relief from her pain. She turned her stimulation off on saturday and still felt the shocking sensation. Add'l info was requested.